Event description:
The pt reported a low blood glucose level of 20 mg/dl on september 30, she says she was taken to a hospital based afterward. She did not mention any symptoms. She changed her infusion site that morning and gave a bolus dose for elevated blood glucose levels. She then changed her site again that morning and gave another bolus dose. The doctor at the hospital reported that the bolus doses caused the low blood glucose level that prompted the hospital visit.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that the battery compartment was cracked and the battery cap was stripped. The issues did not cause or contribute to the pt visiting the hospital since the doctor noted that the pt's low blood glucose was caused by excessive bolus doses. The pump was found to deliver insulin accurately.